Event description:
Device stopped working during case. Coag function diminished until no longer effective.

Event description:
Device stopped working during case. Coag function diminished until no longer effective.

Manufacturer narrative:
Product event #(B)(4). Evaluation process: unit received in good condition and internal visual inspection revealed no loose or broken components. Unit delivered rf energy correctly into fixed resistors. To establish that unit delivered rf energy correctly in cut and coag modes the active burn-in portion of test procedure tp-0048 was performed and the unit passed with no issues. Error log: 40 e3 (patient return electrode had poor connection), 4 e5 (monopolar handpiece has reached end of life) and both errors are considered normal use errors. Root cause: complaint of low/no coag output power could not be replicated as unit delivered rated power to rated loads in the service department. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Eval method, results and conclusion: product scheduled for return but not received by manufacturer for inspection. Product event: (B)(6).